Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an area of treatment was not complete post lasik flap creation. Additional information requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Review of the logfiles for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were successful without issue. Also the image of the ablation check shows a valid and good test. According to the missing treatment report no related treatment can be identified. A review of the complete day was performed. During the bed side cut of two treatments a system message appeared one time, but both treatments were completely finished without other issues. The message appeared because the suction value for suction one was oscillating at the lower limit. According to quick user manual for flap planning the user used energy settings which are also within the defined recommended arrangement of pulse energy. During the complete day the user did not renew the energy check in the required time range so all treatments were performed out of the required time range. No related technical problems can be identified by the logfile review. No technical root cause was identified. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).